Manufacturer narrative:
The 2x2 trufill dcs orbit galaxy xtrasoft coil could not be detached. The coil was removed from the patient and a 2x2 gdc coil was used. There was no patient injury. The 2x2 galaxy was the second coil used in the procedure. It was prepped and advanced through a prowler 14 150cm 90 microcatheter the same way as the first coil, a 3x6 galaxy xtrasoft. The markers were lined up correctly and it was pulled back and markers realigned, but the coil still would not detach. The luer activated valve (lav) was not used, the syringe stayed on the coil and there were no known damages or leaks. Nothing was done differently from the first coil which detached successfully. No further information is available. The device is not available for analysis. A review of the manufacturing documentation associated with this lot 13500575 presented no issues during the manufacturing process that can be related to the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements (embolic coil attachment pull test and embolic coil detachment pressure) and the result were accepted. Without the return of the device for analysis, no conclusion can be made regarding possible root cause. Via the risk management process an investigation has been opened to further investigate and address complaints of detachment difficulties associated with the orbit galaxy. Action was opened to address galaxy failure to detach complaints.

Event description:
During a coil embolization procedure, the second coil used in the case was prepped and advanced the same as the first coil 3x6 galaxy xtrasoft through a prowler 14- 150cm 90 tip microcatheter, but the second coil 2x2 galaxy xtrasoft would not detach, the markers were lined up correctly and the physician tried to pullback and realign markers and coil still would not detach. The coil was removed and set aside, and a gdc coil 2x2 was used.

Manufacturer narrative:
No lav was used, and the syringe stayed on the coil. No damages or leaks were noted and nothing different was done from the first coil that was implanted. No further information was available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot 13500575 presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13500575 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.